Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: it was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced symptomatic anterior vaginal prolapse, stress urinary incontinence and symptomatic posterior vaginal prolapse. An anterior vaginal paravaginal repair and suburethral sling with an intraoperative cystourethroscopy. Product was used for therapeutic treatment. Relevant history: dob: (B)(6). Preop: symptomatic anterior vaginal prolapse, stress urinary incontinence, symptomatic posterior vaginal prolapse. Postop: symptomatic anterior vaginal prolapse, stress urinary incontinence. Concomitant therapy: pelvitex polypropylene mesh ref#: (B)(4), lot number: unk.

Manufacturer narrative:
(B)(4).